Event description:
It was reported by service report that the no controls on bed work. The side rails and the footboard do not work. The technician found evidence of moisture on the main cpu board. There is also evidence that a rodent was in the electrical compartment. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result - evidence of rodent urine on cpu.